Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the tubing set detached at the site and it happened with three of her sets. The patient's blood glucose level was 145mg/dl at the time of this report. The site was at the backside and the pump was on the same side. The infusion was being used for 3 days. The infusions were not stored, or used, in a place where they were exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.